Event description:
Patient was intubated for surgery and it was an easy atraumatic intubation with normal dentition documented. During a laryngoscopy with microscope biopsy procedure in the or, there was difficulty with the general surgical table. The surgical table and hand control would not respond to the power on/off and the brake on/off. The doctor elected to proceed with procedure and had placed a retractor in place that would hold the patient's mouth open and the laryngoscope placed. The doctor indicated that at this point that the surgical table should not have been moved because it was a critical point in the procedure and any movement at that point was likely to injure the patient. The doctor turned away to attend to something else and one of the or staff was able at that point to get the bed to lock. Locking of the bed caused some movement and doctor indicated that this movement is likely to have chipped the patient's tooth. The patient was informed of the chipped tooth post operatively. The surgical table and hand control were inspected by biomedical engineering, however the table and hand control worked fine and no problems were found, but some minor adjustments were made. The surgical table and hand control were placed back in service. It was reported by several or staff during the follow up investigation of this event that it is relatively common for the surgical tables not to lock properly.